Manufacturer narrative:
Return status of the device is unknown.

Event description:
It was reported that the tip of a yukon screw inserter was jamming upon disengagement from the screw head intra-operatively. Surgery was successfully completed with another device.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: after the pedicle screw pathway has been prepared and proper screw size has been determined, load the implant for screw insertion using a yukon screw inserter. When loading the yukon screws, grasp the implant by the screw shaft and give a slight rotation, while simultaneously applying a downward force to properly engage the screw. Once loaded, spin the knob located above the sleeve clockwise to lock the screw in place. The yukon screw inserter has a black sleeve for ease of identification. Once the screw has been loaded, insert it into the pilot hole until desired depth is reached. Disengage the screw inserter by turning the knob above the sleeve counter-clockwise. Repeat until all screws are placed. Note: the yukon screw inserter can be used with either the ratcheting axial handle or the fixed axial handle. The instrument may have been damaged/deformed in a previous surgery. Deformations to the insertion feature can contribute to difficulty during disengagement. It is also possible the non-flush pin coupled with certain off-axis removal maneuvers that might have occurred in a previous surgery contributed to difficulty during disengagement. Ensuring that the screw is securely engaged in the inserter tip can assist in distributing forces evenly throughout the screw/inserter interface and reduce torque overloading.

Event description:
It was reported that the tip of a yukon screw inserter was jamming upon disengagement from the screw head intra-operatively. Surgery was successfully completed with another device.